Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unreported cause. Approximately one month prior to death, the pt was hospitalized for another indication. Pd therapy was ongoing at the time of hospitalization. Subsequently the pt passed away. It was not reported whether the pt remained hospitalized at the time of death or whether pd therapy was ongoing until the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.